Manufacturer narrative:
The fse assessed the unit onsite and replaced the cartridge, oil mist filter and catalytic converter.

Manufacturer narrative:
Correction:manufacture date: 11/12/2009. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, failure mode effect analysis, and the system hazard use misuse analysis. The DHR (device history review) for sterrad 100nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx found there is not a significant trend. The fmea (failure mode effect analysis) relating to haze / oil mist issues was reviewed and the risk is considered low. The shuma (system hazard use misuse analysis) was considered "as low as reasonably practicable" (alarp). Based on the investigation, findings, and replacement of the oil mist filter cartridge and the catalytic converter filter by the fse, the issue for haze/oil mist was resolved. Functional testing of the returned parts confirmed that the oil mist filter failed, thus confirming the complaint. The catalytic converter filter passed functional testing. Based on the risk and that there is no significant trend, no further action is required.

Event description:
An international customer reported that one of their healthcare workers (hcws) was seeing a haze or smoke in the room where their sterrad 100nx system was operating. There were no human reactions reported due to this event. Should additional information be provided, a supplemental medwatch report will be submitted. An asp field service engineer (fse) was dispatched to assess the unit.